Event description:
It was reported that post-sensed t-wave oversensing episodes were observed on a stored egm during a follow-up in clinic. The patient was asymptomatic. Programming changes were made. The device was explanted and replaced with subcutaneous implantable cardioverter defibrillator. The patient tolerated the procedure well and was in stable condition.